Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was connection difficulty with two (2) v-link catheter extension sets. This issue occurred during setup with patient involvement. The retractable collar on the set device would not move forward to connect on the tubing. When the end user removed the cover to connect to patient through a catheter tubing, the luer lock on the device was observed to be stuck in its retracted position, and would not advance forward to secure on to the catheter at the distal end of the tubing. There was no damage or issues found on the product prior to using it. The issue was resolved, as they were able to use another set and make the connection and continue therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.